Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's caregiver complained of discrepant inr results on coaguchek xs meter serial (B)(4). At 10:56 am the result from the meter was 3.6 inr. At 10:59 am the result from the meter was 2.4 inr. At 11:01 am the result from the meter was 2.5 inr. The same finger was used for all three measurements. There was no allegation of an adverse event. The customer was "stable and well". The customer was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no changes in medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 250322) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.1 inr, customer meter with master lot strips: 4.0 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.